Event description:
The customer reported while the patient was on assist control mode with a rate of 14, tidal volume 500, peep of 14, fio2 70%, the physician began to change settings while the patient's cuff was deflated to see how the patient would do on different settings, the rate went from the 40s to 140s; the device did not alarm with cuff deflation; est was performed and the device failed the pressure relief valve, exhalation valve and patient circuit; the device failed four est steps. The physician requested the patient be placed on a different ventilator. The customer reported patient involvement and no patient harm.